Event description:
The customer tested her blood glucose using her contour meter and received a reading of 45 mg/dl. She retested using another meter and received a reading of 160 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to get more info from the customer, she ended the call. Attempts were made to call the customer back, but customer service was unable to speak to her. No product will be returned.